Event description:
It was reported that the mattress may have had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the mattress may have had fluid ingress. Supplemental submitted as the investigation concluded that this will result in caregiver annoyance since the mattress cover had a stain. However, it is not likely to harm the patient as cover would not affect the safety functions of the mattress and the patient would still be supported. Additionally, no fluid ingress was reported. No adverse consequence or clinically relevant delay in treatment was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. A visual and functional inspection was allegedly performed by hospital staff.

Event description:
It was reported that the mattress may have had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.